Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states her client's lift is slowly drifting down when he is in the lift. She states she uses the lift around 5 times a day.